Event description:
It was reported that this pacemaker system exhibited t wave oversensing. The health care professional (hcp) also requested to review an atrial tachy response (atr) episode and boston scientific technical services (ts) discussed this was inappropriately stored due to far field oversensing on the atrial channel. Additionally, undersensing was noted on the right ventricular (rv) lead. The involved leads are non boston scientific products. Ts discussed reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.